Event description:
It was originally reported that the patient experienced a loss of therapeutic effect and had cramps in her stomach all day long every day. She had to wear pads and still had bladder control problems. There was no known accident or incident related to this event. She was at home in fair condition follow up information from the patient indicated she visited her physician and the company representative and was reprogrammed successfully. She also replaced the batteries in her patient programmer. It was noted that she had surgery to fix the issue and was reported to no longer having problems with her device system. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).